Event description:
It was reported that the customer's insulin pump had a blank display at time of call. The customer changed the battery, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display as a result of a faulty component in the motherboard. Unable to confirm the blank display.